Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. The most recent information was received on 09-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("articular pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), vomiting ("vomiting"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("swollen abdomen"), hypersensitivity ("hypersensibility / allergy"), musculoskeletal discomfort ("lumbar discomfort"), back pain ("back pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight increased"). The patient was treated with surgery. At the time of the report, the pelvic pain, loss of libido, alopecia, arthralgia, dizziness, headache, depression, affective disorder, vomiting, abdominal pain, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, back pain, fatigue, muscular weakness and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, depression, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, loss of libido, muscular weakness, musculoskeletal discomfort, nausea, pelvic pain, swelling, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: due to essure implantation, an additional surgery was necessary (not specified). Lot number:b02267 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was upgraded from non-serious incident to serious incident, the adverse event "additional surgery" was deleted. The additional surgery was considered as a non-drug treatment for the adverse event pelvic pain (it became medically significant), final report was unticked and the action taken with drug was deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.